Event description:
Caller reported experiencing cgm error 42 repeatedly over the past two weeks. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and the caller planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. The caller was informed on how to put the pump into storage mode and confirmed the shipping address for the replacement. The caller was instructed to return the problematic pump with a pre-paid label within ten days, which they understood and acknowledged.